Event description:
On (B)(6), 2010, a report was rec'd from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Additional information rec'd on october 15, 2010 reported that the incident occurred while a pt was receiving hemodialysis treatment when a nurse noticed that the arterial line was kinked before the drip chamber post cuvette. Although there was pt involvement there was no injury to the pt and no medical intervention required.

Manufacturer narrative:
The manufacturer is reviewing the design history file and manufacturing records for this product. In addition the manufacturer had made visits to this customer facility to observe the clinical practice and collect additional information that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.